Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump showed a blank display with red indicator light and vibration. Customer reported that insulin pump still showed blank screen after battery change and insulin pump reset. No harm requiring medical intervention was reported. Insulin pump was returned for analysis

Manufacturer narrative:
Device received with blank display and isolated to electrical board. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. The following were noted during visual inspection: scratched case and pillowing keypad overlay.